Event description:
Caller alleged her primary physician advised she got a colonoscopy. Caller reports she had good health prior to scope and had previously taken a cologuard test in the past and received a negative result and hence, did not see the rational for her physician to insist she had a colonoscopy. She finally went for the procedure sometime in march and believes the physician at the scope center perforated her large intestine. She reports experiencing excruciating right side pain, discomfort, inflammation and sleeping disturbance as she could not lie on her right side. She then reported to the center and an x-ray was recommended. The physician then recommended CT scan as the x-ray showed fecal impaction and there was no perforation noted. Caller alleges she believes the physician is not documenting any of her adverse events and refused to give her antibiotics. Caller is concerned the scopes are being used for cancer patients and not sterilized and cleaned properly and thinks that could have introduced something in her body during her procedure, caller does not want to do the CT scan as she believes more radiation can cause cancer. She is still in pain and feels a burning sensation in three spots. She has not been able to see a new doctor to treat her due to the pandemic. Caller alleges previous physician discharged her as a patient from her practice. Caller will be contacting cder to report on the prep and probiotic prescribed by the physician.